Event description:
The physician indicated that they do not know the cause of the high lead impedance and that the report of the magnet not stopping patient seizures "is not the issue."

Event description:
Patient presented with high lead impedance and low output current. The patient's normal mode and magnet mode output currents were disabled. Patient noted no chest trauma and noted that the magnet does not help with attacks. Ap and lateral chest images were received and reviewed. The connector pin appears to be fully inserted inside the connector block. The placement of the generator is normal in the chest. The feedthru wires appear intact. The lead was visualized in the chest. The lead appears to be behind the generator. No sharp angles were observed in the lead. The lead was assessed for fractures and no gross fractures or discontinuities were noted. The lead wires appear to be intact at the connector pin. Based on the x-rays received, the cause for the high impedance cannot be determined at this time. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.